Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 570 mg/dl, 500 mg/dl, 540 mg/dl, 280 mg/dl, 330 mg/dl, 130 mg/dl and 285 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. The customer stated that the o-rings in bottom was damaged. Customer was unsure if leak was past first or second o ring. The customer stated that there was not an air bubble in the reservoir. The customer stated that they had never had a leak before. The customer stated that when motor pushed insulin in not coming down. The customer stated that the fluid in reservoir compartment when removing reservoirs. The customer stated that the insulin pump had hardware low level failures alarm. The customer was not able to pass self-test. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the displacement test, rewind, prime test, basic occlusion test and force sensor test. No unexpected absences of alarm, audio or vibrated anomaly noted. Format history file analysis confirmed hardware low level failures error due to open traces. Device received with cracked retainer. Device received with moisture motor.